Event description:
It was reported that the customer is experiencing low blood glucose readings. Customer woke up with blood glucose reading of 587 mg/dl. Customer treated with 7 units of insulin, the blood glucose reading came down to 120 mg/dl. Customer went low to 50 mg/dl. Customer treated with juice. The drive support cap is flush. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.